Event description:
Patient presented to the physician, one day post-implant procedure, with a pneumothorax, confirmed by imaging. Physician placed a chest tube and admitted the patient for observation. Pneumothorax resolved, and the patient was discharged three days later.